Event description:
In preparation for a hemostasis procedure, the physician pre-tested a cook hemospray endoscopic hemostat. When the physician's assistant began to turn the red activation knob, all the gas was discharged with a specific noise [sic]. The physician decided to use another cook hemo-7 to stop the bleeding. There were no repercussions to the patient. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Information regarding section d2- suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5: den170015. Continued from e3: non-healthcare professional. Investigation evaluation: initial investigation of device returned on 08-nov-2019: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The returned catheters presented with kinks but did not appear to contain any powder. When tested as returned, the device did not spray. The co2 cartridge did not discharge upon deactivation of the device and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When retested with a new co2 cartridge and activation knob, the device did not spray. When the activation knob was loosened, the device did not discharge, and upon inspection the new co2 cartridge was not punctured by the lance. The device was disassembled and the regulator was removed for evaluation. When the regulator was disassembled, it was found that the inner chamber that contains the lance had separated from the regulator. This can occur from over torque of the activation knob creating a force outside normal usage. The hemospray device is designed with a stopping point to prevent over torque of the activation knob/co2 cartridge. The dimensions of the activation knob, handle, and co2 cartridge were measured to verify that this stopping point would have functioned as intended. All pieces measured were found to be conforming per internal quality control specifications. No clogs or clumps were noted in the device. A visual and physical inspection of the powder chamber cannula and hole in the bottom of the chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation of unused device received 01-may-2020: an additional unused device from the lot provided in the report was returned and evaluated. The device and catheters were visually examined and did not appear to have any defects. The co2 cartridge was removed to confirm the top of the cartridge was not punctured prior to activation as well as to confirm the lance chamber and regulator were intact. The device was then reassembled and activated for testing. When tested, the device sprayed as intended with and without the use of catheters. The co2 cartridge discharged upon deactivation of the device and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. A product discrepancy or anomaly was not observed. Investigation conclusion: the root cause for report of unable to spray is unknown. The investigation identified the regulator component as having failed likely due to excessive pressure on the lance component. The instructions for use state, "activate co2 cartridge by turning red activation knob until it stops. Note: do not over rotate knob as this could damage the device." A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a hemostasis procedure, the physician pre-tested a cook hemospray endoscopic hemostat. When the physician's assistant began to turn the red activation knob, all the gas was discharged with a specific noise [sic]. The physician decided to use another cook hemo-7 to stop the bleeding. There were no repercussions to the patient. This observation was made prior to patient contact.

Event description:
In preparation for a hemostasis procedure, the physician pre-tested a cook hemospray endoscopic hemostat. When the physician's assistant began to turn the red activation knob, all the gas was discharged with a specific noise [sic]. The physician decided to use another cook hemo-7 to stop the bleeding. There were no repercussions to the patient. This observation was made prior to patient contact.

Manufacturer narrative:
Information regarding section d2- suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5 den170015. Continued from e3: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The returned catheters presented with kinks but did not appear to contain any powder. When tested as returned, the device did not spray. The co2 cartridge did not discharge upon deactivation of the device and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When retested with a new co2 cartridge and activation knob, the device did not spray. When the activation knob was loosened, the device did not discharge, and upon inspection the new co2 cartridge was not punctured by the lance. The device was disassembled and the regulator was removed for evaluation. When the regulator was disassembled, it was found that the inner chamber that contains the lance had separated from the regulator. This can occur from over torque of the activation knob creating a force outside normal usage. The hemospray device is designed with a stopping point to prevent over torque of the activation knob/co2 cartridge. The dimensions of the activation knob, handle, and co2 cartridge were measured to verify that this stopping point would have functioned as intended. All pieces measured were found to be conforming per incoming quality control (iqc) specifications. No clogs or clumps were noted in the device. A visual and physical inspection of the powder chamber cannula and hole in the bottom of the chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray is unknown, the investigation identified the regulator component as having failed likely due to excessive pressure on the lance component. The instructions for use state, "activate co2 cartridge by turning red activation knob until it stops. Note: do not over rotate knob as this could damage the device." A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.